Event description:
It was reported that a balloon rupture occurred. In-stent restenosis was noted in the 90% stenosed, moderately tortuous and severely calcified vessel. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a horizontal rupture was noted on the balloon upon first inflation at 4 atm for 3 to 4 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was good post procedure.